Manufacturer narrative:
This device is classified is not available for sale in the united states, therefore there is no 510k applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video scope ec34-i10m. In the event reported, it was stated that there is a fog and mist in the image. The anomaly was observed in the workshop during inspection. There was no adverse event reported with this complaint. The device is pending repair where the defective part will be replaced. On 26-aug-2021, a device history record (DHR) review for model ec34-i10cm, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 18feb2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No additional information was provided this complaint.